Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of catheter broke / separated after placement were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h10.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in the needle broke there was no report of patient impact. The following information was provided by the initial reporter: intravenous indwelling needles were indwelled in routine operations, and the indwelling needles were broken by the patient during the venous point (the broken position was the external hose).

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the reported condition of catheter broke / separated after placement were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in the needle broke there was no report of patient impact. The following information was provided by the initial reporter: intravenous indwelling needles were indwelled in routine operations, and the indwelling needles were broken by the patient during the venous point (the broken position was the external hose).